Event description:
Surgeon had no problem inserting the first implant but the next 4 implants broke at insertion. Surgeon completed with a 5.0mm corkscrew. One hour delay was reported. No adverse consequences reported wtih the pt as a result of event.